Event description:
Asr revision; asr hip resurfacing system (right); reason(s) for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr hip resurfacing system (right). Reason(s) for revision: pain. Update received: 15th may 2014 - added further reason(s) for revision: nidespread dermatitis itching since 2009 resistant to pharmacological therapy, lymphadenopathy, high chromium and cobalt levels, patch positive to chromium, added surgeons: dr (B)(6), added hospitals: (B)(6) and surgeon confirmation form.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
01 june 2015 - update - rcvd legal letter - new revision reason: abnormal clinical results: metal ions and metallosis. Added product exp dates, patient name, dob and gender to com - (B)(4).